Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of a foreign patient, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.